Event description:
Status post pdl implantation, pt returned for office visit and surgeon noted pt developed fact disease with deterioration of the spine. Surgeon removed hardware and revised to fusion. Surgeon noted the disc's were implanted perfectly and were not the cause of removal. This is one of three reports for this event.

Manufacturer narrative:
Additional info has been requested. Implantation almost one (1) year ago. Date of manufacturer cannot be determined without device lot number. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided.